Manufacturer narrative:
Full patient identifier is case (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity and race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. While on-site the fse was able to determine that the pinch rollers had malfunctioned which led to improper mixing of the reaction vessels (rvs). The fse replaced the malfunctioning parts and also performed a preventative maintenance on the analyzer. After the repairs and maintenance were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible elevated access accutni+3 results was due to a hardware malfunction.

Event description:
The customer contacted beckman coulter (bci) to report obtaining erroneously elevated troponin (access accutni+3) results for eleven (11) patients on the laboratory's access 2 immunoassay analyzer serial number (B)(4). The initial access accutni+3 results were all above the assay's normal reference range for all of the patients in this event. The customer noted that they reanalyzed the affected patients' samples on another access 2 immunoassay analyzer within the laboratory, serial number (B)(4). And obtained lower results that better matched the patients' clinical presentations. Initial laboratory reports were generated and given to the physicians prior to reanalysis. Of those eleven (11) patients two (2) of them had a change to their treatment/management. The exact nature of this treatment has not been supplied by the customer to date. There was no report of death associated with this event. This report will address patient 1. System performance indicators such as quality controls (qc), calibrations and system checks were intermittently failing after the event. All indicators were within specifications prior to the event however. There were no reports of hardware errors or issues with other assays at the time the issue was reported to bci. Sample collection and preparation information was not supplied including tube type, centrifugation time and centrifugation speed. However there were no reports of pre-analytical sample handling issues or problems with the specimens. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.